Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information are in process. Without return of the device or additional information the clinical observation cannot be confirmed and cause remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification transcatheter valve was implanted inside a disabled aortic pericardial valve in the aortic position via valve-in-valve procedure. The reason for valve-in-valve procedure was due to degeneration after an unknown implanted duration. There were no complications reported during the procedure. It was learned the patient expired two (2) hours later in the intensive care unit (ICU) and was reported by surgeon to be not device related.